Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation. On july 19, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 450cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision breast augmentation with a 450cc mentor smooth round moderate plus profile on left sides, and with 450cc mentor memorygel breast implant on the right side and experienced left side breast implant deflation, and right side capsular contracture; baker grade iii postoperatively. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On august 30, 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the image is cropped and incomplete and it is difficult to make a proper visual analysis. In addition, no apparent damage or visual abnormalities were observed in the visible part of the image received. However, it is not possible to confirm a deflation in the implant. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).